Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that chronically high thresholds were noted on the right ventricular (rv) lead. It was further reported that intermittent undersensing was noted on the right atrial (ra) lead on current electrogram (egm). The ra and rv leads remain in use. No patient complications have been reported as a result of this event.